Event description:
Customer (a nurse) reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that on (B)(6) 2015 at 9:00a.m., she "was feeling weak, lightheaded, and shaky" so she self-presented to a local hospital and upon her arrival at approximately 10:00 a.m., her blood glucose was checked and determined to be low. Customer was reportedly diagnosed with hypoglycemia and "given apple juice twice". No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.